Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had missing end cap sticker, minor scratches on lcd window, and cracked case at reservoir tube window corners.

Event description:
It was reported that customer received a button error alarm even after battery change. It was reported that buttons were difficult to press. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.